Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty grasping the leaflets and difficulty removing the device due to clip interaction with the leaflet appear to be related to challenging patient morphology/pathology and likely due to the prolapse and restricted leaflets. The reported tissue damage (chordal rupture) appears to be a result of procedural conditions due to the clip interacting with the anterior leaflet; however, a cause for the hypotension could not be identified. The reported treatment with medications was a result of case specific circumstances, as low dose pressors were administered to keep the patients blood pressure up. The reported patient effects of hypotension and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use are known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip delivery system is filed under a separate medwatch report.

Event description:
This report is filed because during grasping, the first clip became stuck on the leaflet causing leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Anatomy and imaging were challenging. The first clip delivery system (cds 60713u123) was advanced to the mitral valve. Due to the anatomy, there was difficulty grasping both leaflets with the clip. When inverting the clip to remove it from the anterior leaflet, the clip was stuck on the anterior leaflet. The clip was freed with standard troubleshooting but a posterior chordal rupture occurred. The clip was deployed on both leaflets central of the a2p2 region. The second cds (60624u149) was advanced to the mitral valve. The clip was deployed on the leaflets in the a1p1 region. The gripper line was removed and the clip detached from the posterior leaflet, leaving only posterior chordal tissue in the clip arm; the clip remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr grade was 3-4. No further clips were attempted. The patient was given low dose pressor medication to keep the blood pressure up during the procedure. The patient was stable and was extubated. No additional information was provided.